Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Small injuries - mouth [mouth injury] hand piece of toothbrush broke [device breakage] consumer sent e-mail stating the hand piece for the toothbrush broke, and the brush head then comes loose when brushing. No serious injury was reported.